Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor, which was detected during seating or regular delivery as well as critical pump error. The customer blood glucose level was 330 mg/dl. The customer declined troubleshooting for insulin flow block. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the pump. Customer was performing the displacement test and the test result was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm or pump error 35 alarm noted. Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 37 alarms due to pump error 38 alarms.